Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-8.25%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation in good. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. A root cause could not be established. The assembly was replaced to bring the delivery accuracy closer to nominal range.